Manufacturer narrative:
Date sent to the FDA: 08/16/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted ¿he lysed intestinal adhesions, reduced the incarcerated omentum and small bowel from their attachments to the recurrent hernia sac and removed the old mesh. It was reported that the patient experienced severe pain, nausea, bowel obstruction, inflammation and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/11/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.